Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water nozzle had corrosion, and the c-cover was burned. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display was a damaged scope connector. The most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned c-cover was use of a high-frequency instrument without maintaining sufficient distance from the tip. The burned c-cover can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colono videoscope had no image. The issue was found during installation. There were no reports of patient involvement.